Event description:
The customer reported being at the health care facility due to high blood glucose of 419mg/dl. The customer stated that he was treated with two ivs and 15.0 units of insulin. Troubleshooting was performed. The customer stated that he did lower his glucose level with manual injections, but he was not able to do with a bolus delivered through the insulin pump. The date, settings, and programming were correct. Ran a fixed prime test and the insulin exited. Performed a high pressure test and passed. Advised the customer to remove the cannula and it was not bent or occluded. The customer mentioned that the time is ten minutes behind. Assisted the customer with correcting the time. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.